Manufacturer narrative:
It was reported the insulin pump alarmed unexpected restart after the battery change due to connector on interface board voltage leak. The device had cracked reservoir tube lip, minor scratches on the lcd window, and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump is alarming unexpected restart. Customer's blood glucose was unknown. Customer didn't recall when the alarm occurred. Customer was advised to monitor the device. However, customer stated the alarm has occurred multiple times. Customer agreed to return the device for analysis.